Manufacturer narrative:
On july 23, 2021 mentor became aware that follow-up (1) was reported by mistake. Please disregard the report. Manufacturer¿s reference number: (B)(4). A search of the lot number was done and an mre could not be located if additional information becomes available a supplemental will be submitted.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation:generalized illness, rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5100892 that a female patient who underwent an unspecified breast augmentation with two 600cc mentor memorygel, silicone breast implants has experienced bilateral rupture, and unexplained systemic symptoms postoperatively, including arrhythmia, headache, muscle weakness pain, visual impairment, urticaria, anxiety, numbness, cognitive changes, and weight changes postoperative. The patient reported within months of having implants, she began to get painful and debilitating migraine headaches in the back of her head. After seeing a neurologist and getting no relief, a neurosurgeon performed two separate spinal fusions in the neck. The patient got some relief and still has the pain. Patient reported that her cardiologist can¿t explain the issues regarding her heart palpitations. Her ophthalmologist has done numerous tests but cannot explain the issues patient is having with her visions. Patient explained that once she had a photographic memory but developed a loss of memory and trouble identifying words post implant. As a result patient had the implants removed on an unspecified date. This report relates to the left prosthesis.

Manufacturer narrative:
On august 23, 2021 additional information received indicated that the implantation date was on (B)(6) 2007, and the explantation date was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).